Event description:
Company's device analysis lab received a lap-band system with no information as to why it was returned. Further follow up will be conducted to gather additional information. Additional information provided by the health professional noted the removal and replacement of the band due to a "radiologic dye test" showed break in band."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the damaged tubing collar junction was broken and had a sharp opening, etiology unknown. There was resistance during the leak test in the band tubing. The access port had non-penetrating nicks with striations described as surgical tool scratch-like. The damaged port septum had evidence of coring likely to have been caused by the use of a coring needle. Parts of the end plug were missing and it was broken with striations consistent with surgical damage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."